Manufacturer narrative:
(B)(4). (B)(6). Damaged component- cable/cord/wiring. Comments from technician : locking and bearing damage, the device was rusted, motor and control unit rusted damaged, liquid damage. Device has failed in pretests: handpiece temperature assessment, noise assessment, loctite & cable assessment. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the cable/cord/wiring was damaged, the locking and bearings were damaged, the motor and control unit were rusted and the device had liquid damage. It was determined that the device failed pretest for handpiece temperature assessment, noise assessment and loctite & cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.